Event description:
It was reported that the pump touch screen was delayed in responding to presses. It was also reported that the pump time was incorrect, cause was unknown. There was no adverse impact to customer¿s blood glucose level. The customer declined follow-up, so therefore no additional information could be provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.